Manufacturer narrative:
Updated fields - b4, d8, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion) h11. A getinge field service technician (fst) was dispatched to evaluate the unit. Screen turns black when the coiled cable is wiggling. Oob failure with original nv ram chip during pm. Fse performed a full calibration and tested the unit. The equipment works to the manufacturer¿s specs, cleared for clinical use. Returned to customer.

Event description:
N/a.

Manufacturer narrative:
Updated field: e1, h11.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) screen went blank when turning/wiggling the coiled cable. There was no patient harm reported.